Event description:
A baxter renal clinical educator contacted corporate product surveillance (ps) to report that a nurse stated that upon opening the transfer set, the home patient (hp) was a little too strong and aggressive and twisted the product beyond the recommended 1/4 turn and it broke and the sample is available. Ps contacted the baxter renal clinical educator in 2009 and she stated that she has the transfer set sample but does not know the lot number and will contact ps once she has the additional information. Ps then spoke with the nurse the following month and she stated that she was not sure how long the transfer set had been in use and the patient has been on therapy since 2008. She stated that since tape can build upon the transfer set, she gives the patient tape builder remover but only one to three packets at a time. She did ask the patient if they use any cleaning solution on the transfer set, and the patient stated they use alcohol to wipe it down. She stated that she discouraged the hp to continue the use of alcohol and the patient understood. She then re-educated the patient on how to unlock the transfer set without overtorquing and doesn't know why the patient decided to all of a sudden start overtorquing them in the first place. The nurse provided the product code and the lot number and stated that the patient had peritonitis from the overtorquing of the transfer set. She then stated that the infection was resolved by removing the catheter. She stated that the patient will be on temporary hemodialysis until they replace the catheter. Follow-up information was received from global pharmacovigilance the next week indicating that two months prior, the patient was seen in the clinic and diagnosed with peritonitis manifested by nausea, no appetite, vomiting and cloudy effluent. On that date, a peritoneal effluent analysis, gram stain, and culture were performed and the patient began treatment with fortaz (2 gm intraperitoneal (ip) daily for 14 days) and bactrim (by mouth, dose unknown). Two months ago, the patient returned to the clinic for a repeat analysis and culture to see if the peritonitis had resolved. Per the nurse, the peritonitis had not resolved. The patient continued to have cloudy effluent, nausea, no appetite, and vomiting. A repeat peritoneal effluent analysis, culture and gram stain was performed. Treatment included keeping the patient on fortaz (2gm ip for 3 weeks) and bactrim (by mouth, dose unknown). The patient comes to the clinic daily for his fortaz treatments and it was noted that the patient has lost weight due to not having an appetite and being nauseous. The bactrim was stopped to see if this would help the nausea and lack of appetite. The nurse stated the patient is starting to get his appetite back and the nausea subsided. Dianeal therapy is ongoing at the time of this report. Per the nurse, the events of nausea and vomiting have resolved. The events of no appetite, weight loss, and peritonitis were resolving. The exact cause of peritonitis is unknown. The nurse stated it is thought that bacteria have seeded the patient's catheter, hence it was removed two months later and the patient will be placed on back-up hemodialysis temporarily. It was also noted that the patient previously had another transfer set that was leaking; however, that incident did not result in peritonitis.

Manufacturer narrative:
Evaluation summary: the actual sample involved in this incident was received for evaluation with the cap on the dark blue connector attached and no cap on the patient connector (no titanium adapter returned). A titanium adapter was functionally hand tightened without difficulty. The set was then tested underwater at 8 pounds per square inch with a leak noted. The set was visually inspected and it was noted that both of the occluder feet were broken at the top. During visual inspection, it was also noted that there was no whitish spot on the occluder leg that is indicative of a possible overtorquing. The reported problem was confirmed in the laboratory.